Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. Motor position encoder error was not verified due to multiple displayable history crc check failed on startup alarms, which occurred due to a corrupted history file. The motor was tested outside of the device and it passed. The following cosmetic damage was noted: minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked batter tube threads.

Event description:
Customer's spouse reported via phone call, the insulin pump wasn't working. The device alarmed motor error during prime. Customer's spouse didn't know the customer's blood glucose level. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.